Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose.

Event description:
It was reported that the customer's blood glucose (bg) was approximately 600 mg/dl. Contact suspected customer did not properly deliver a food bolus. Contact also reported a low bg (value not provided). Contact declined to provide further information and declined tandem technical support's offer to perform a pump system check.